Event description:
During index procedure, 1 resolute integrity rapid exchange (rx) drug-eluting stent was successfully implanted to treat a de novo class c lesion in the rca with severe calcification and 45-90 degrees tortuosity. A second resolute integrity stent was intended to treat the lesion but it failed to fully expand to desired diameter and was removed from the patient. No patient injury was reported.

Manufacturer narrative:
(B)(4). Root cause cannot be determined.